Event description:
Asr revision, asr hip resurfacing system- right hip. Reason(s) for revision: component loosening - femoral implant component became loose.

Event description:
Asr revision; asr hip resurfacing system- right hip; reason(s) for revision: component loosening - femoral implant component became loose.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr hip resurfacing system- right hip. Reason(s) for revision: component loosening - femoral implant component became loose. Update received 9th december, 2013. (B)(6) number added and claim amended to legal. Update received 6th march 2014. Additional hospital added. New fields completed. Update - taken from (B)(6) database report rec'd 22 july 2014. Implant date changed as manufacturing dates were stated as after original implant date.